Event description:
Same case as MFR: 2134265-2013-02982 and 2134265-2013-02907. It was reported that post a coronary artery stenting treatment procedure, in-stent restenosis occurred and migration during treatment. Six month prior to this procedure a 2.75x32mm and 2.50x12 promus element plus stents were successfully implanted in the left anterior descending (lad). Both stents were post dilated to high pressure with a 3.0mm nc. Vascular access was obtained via the right femoral artery. The moderately tortuous lesion was located in the left anterior descending. There was 95 % in-stent restenosis at the junction of the two previously placed stents. A flextome cutting balloon was selected and advanced without resistance. Two inflations were successfully completed. An injection and angiogram were completed to confirm that there was no vessel perforation. During removal the cutting balloon caught on the edge of the 2.75x32mm promus element sds and the sds was pulled back from the lad into the left main. The 2.50x12mm promus element sds stayed in place. The physician was able to pull the cutting balloon back into the guide catheter. Then the patient was sent for an emergency CABG procedure and was successfully treated. The 2.5x12mm promus element stent remained implanted in the lad. The 2.75x32mm promus element stent remained implanted in the lm. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: approximately 6 months ago. Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).